Manufacturer narrative:
Batch records for final product manufacturing and qc record for (B)(4) were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from (B)(4) can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer has just purchased the test kit, so this is an out of box issue. Customer called in because the test cassette has no c-line or t-line. Customer confirmed that he had applied 4 drops of buffer solution to the s-well, and waited until 15-30 mins. No control line or test line appeared. Customer is not able to send a picture of the cassette. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for the follow up response from acon labs.